Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (model 3163 for off-label use) lead was found to have migrated. As a result, the patient's lead was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.